Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). One actual/used sample was received in reference to the check patient line alarm. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was visually inspected with solution noted in set. The set was placed on homechoice (hc) machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection of the home choice set. The complaint could not be confirmed in the lab. The reported issue was found to have an undetermined cause. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) regarding air in line seen while troubleshooting a check patient line alarm. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6) 2011. The caregiver stated the following: the patient has been doing fine since the event and there was no patient injury or medical intervention reported.